Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify battery out limit alarm and unable communicate to sensor simulator due to motor error alarms. Device had minor scratched lcd window, cracked battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen louder rewind process, had a motor error and lost sensor alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.